Manufacturer narrative:
The lead was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
It was reported that during a routine device follow-up, this right ventricular lead exhibited high pacing thresholds. The patient reported feeing phrenic nerve stimulation. The lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that during a routine device follow-up, this right ventricular lead exhibited high pacing thresholds. The patient reported feeing phrenic nerve stimulation. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.